Event description:
On (B) (6) 2010, pt reported for the past 2-3 days she has had blood glucose readings in the 300's mg/dl range. Pt stated the elevated readings started on (B) (6) 2010. Pt reported her most recent a1c reading was 5.16%. Pt's normal blood glucose range is 60-160 mg/dl. Pt reported 2 days ago her readings ranged from 153-188 mg/dl. She stated on (B) (6) 2010 her blood glucose ranged from 162-356 mg/dl, and today it ranged from 309-389 mg/dl. Pt reported she received an e4 (occlusion) error on (B) (6) 2010 and changed out the infusion tubing and headset; that cleared the error message. Pt reported the last time the infusion adapter was changed is unk. Advised the recommendation is to change the adapter with every 10th cartridge change. Assisted pt with switching from primary infusion device to backup infusion device. On call back from pt she stated her blood glucose levels returned to the normal range as soon as she went on the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.